Event description:
Customer called to report air bubbles in the reservoir of the insulin pump. Troubleshooting was done. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Customer stated that site bled a lot. Customer's blood glucose reading was 208+ mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.